Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-4316, lot #: 17109763, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain, severe bruising at the ipg site and bruising across lower back. The patient also reported some numbness in foot after bruising occurred and one spot near the ipg was extremely tender. The patient finds the ipg uncomfortable. The physician does not know what may have been causing the symptoms. The patient underwent an explant procedure. No device malfunction was suspected.